Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured 8 atms. (The number of inflations performed is unk). No other info or details are available. No pt injury or complications were reported.